Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the customer did not have a brush and cleaned without using it. Therefore, it was presumed that the phenomenon occurred due to handling by the customer. An olympus endoscopy support specialist (ess) completed an in-service on august 20, 2024. All of the olympus recommended guideline steps were reviewed following the olympus reprocessing manuals. All of the scope models were reviewed and entered in the reference objects section of the on-track form. The ess confirmed that the user facility understood that a cleaning brush (maj-1534) should be used in accordance with the reprocessing steps. The instructions for use warns the prevention method associated with the event in: gf-uct180. The reprocessing procedures are described in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrovideoscope was insufficiently reprocessed for next procedure. The cleaning brush and washing tube have not been used, during reprocessing. The issue occurred, during reprocessing. There were no reports of patient harm.